Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient has no longer been able to hear with her device since 2007. No accident has been reported nor any other incident. No injuries or scars are noted around the implant site. All the external equipment has been exchanged, but without success. Testing confirmed that the device has malfunctioned.